Event description:
It was reported that the device broke blades multiple times. It was further reported that the blades that were used were not stryker blades. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device broke blades multiple times. It was further reported that the blades that were used were not stryker blades. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.